Manufacturer narrative:
The following fields have been corrected: b5- event description.

Event description:
It was reported that the patient is experiencing difficulty in inflating and deflating his inflatable penile prosthesis (ipp) nine weeks post operation. The patient had edema in his scrotum and has had floppy glans post operation. The patient is requesting a revision and a second opinion.

Event description:
It was reported that the patient is experiencing difficulty in inflating and deflating his inflatable penile prosthesis (ipp) nine months post op. The patient had edema in his scrotum and has had floppy glans. The patient is requesting a revision and a second opinion.